Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire remained in the abdomen. Patient stated she was experiencing discomfort at insertion site. Patient did not report any injury or medical intervention.